Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned cardiac procedure. The procedure was completed by using fluoro imaging rather than cine, so disk space was not needed. The philips field service engineer (fse) checked the system onsite and confirmed that the exposure was not possible image disk full. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and initially addressed a disk space issue by clearing and rebuilding the image store database due to several corrupt exams. Although this solution seemed effective for the past month, recent problems prompted the fse to replace the ippc hard drives and reload the software to fix a corrupted memory issue. Another database reset was also performed to resolve current errors, with further repairs scheduled in a follow-up work order. To resolve the issue, fse replaced all three drives in the ippc pc and reloaded the os and application software, recreated the image store database. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system using small focus, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.